Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. It was reported that the hcp had a patient that didn¿t receive imaging before they were implanted with a thoracic paddle lead. The patient experienced a complication and was going to get it removed. It was noted that the complication seemed to be related to the placement of the lead. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the lack/loss of therapy was considered sudden and the patient recovered without sequela. It was noted that the spinal cord stimulation therapy was not successful following a battery replacement (manufacturer¿s records indicate that the previous battery replacement occurred on (B)(6) 2018). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted:(B)(6)2015 explanted: (B)(6)2018 product type lead product ID 977a260 lot# (B)(4) implanted:(B)(6)2015 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via manufacturer representative (rep) reporting that the patient had a loss or lack of therapy and it was unknown if there were any contributing factors. It was reported that a reprogramming session occurred without success. It was stated that surgical intervention occurred where there was surgical removal of percutaneous leads and the ins on (B)(6)2018. It was reported that the issue was resolved at the time of the report. The devices were not replaced and the explanted devices will be returned for analysis. The event occurred in (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the leads ((B)(4)) found no evidence of significant anomalies and that the outer insulation was cut. Conclusion code no longer applies. Product analysis #(B)(4) analysis information -- 2018-09-19 12:11:44 cst pli# (B)(4) product ID# 97715. Below is unedited, system generated text based on the analysis finding code(s) and test results. The returned device passed all testing in the laboratory and no anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {normal recharging started after approximately 5 minutes of passive recharging.} analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs in reference to # {referenced to electrode #0.} electrode. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.